Event description:
End-user reported a red rash with itching at the right lower quadrant of peristomal skin located under tape border at distal edge. It is reported that the rash is not uniform in shape to tape. Product has been in use for a few years.

Manufacturer narrative:
The product associated with batch 2d01228 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 21, 2016 FDA registration number reporting site: 1049092 manufacturing site(s): 1049092

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user's current skin care is allkare adhesive remover; dial soap, and sometimes uses stomahesive powder but no skin protectant barrier wipe. End-user was provided instructed to seal powder in with sting-free barrier wipes, and if the rash persists that he should try a product without a tape collar. Lastly, end-user was instructed to contact a health care provider. Samples of sting free was sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with lot# 2d01228 was manufactured according to specification. After a thorough batch review, no discrepancies, non-conformances or deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.